Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14nov2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. Repair was performed to replace the touchscreen.